Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 200 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.